Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture. Calcification was requested on april 16, 2024. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Calcification: no observed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side device rupture. And "isolated microcalcifications". Diagnosed via mammogram and ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Calcification: no observed calcification on the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side device rupture and "isolated microcalcifications" diagnosed via mammogram and ultrasound. The device has been explanted.

Event description:
Healthcare professional reported, left side device rupture. And "isolated microcalcifications", diagnosed via mammogram and ultrasound. The device has been explanted.

Manufacturer narrative:
E1: (phone no.): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.